Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the output was wrong. He checked the surge suppressor board and it was also wrong. He replaced the parts and the system operates as intended.